Manufacturer narrative:
The electrode lot number was dkx14. The expiration date was not provided. The field service engineer found that the vacuum nozzle was not secured onto the vertical shaft, and a nut was loose. He removed and cleaned the vacuum and sipper nozzles, flushed the waste line, and replaced the seals. He ran an ise check and verified that there was successful operation. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results for qc material and patient samples from the cobas pro ise analytical unit. The samples were repeated on another cobas pro ise analytical unit. Data for one patient sample was provided. The initial sodium result was 150 mmol/l, and the repeat result was 143 mmol/l. The repeat result was believed to be correct.